Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip surgery, the guide rod for the inserter was loosening upon impaction of cup, and when tightened, the tip broke off. Surgical technique was utilized. There was no patient impact, no medical or surgical intervention, no surgical delay and no surgical complications. Foreign body was not retained. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Product was returned and evaluated. A visual examination of the returned product identified that the device had fractured at the tip. There were wear marks on the shaft including on the fracture site. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.